Event description:
It was reported the subject device had noise appeared on the image, it went completely dark. The event occurred after transurethral resection of the prostate (turp) procedure. The procedure was completed with the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to regional service center (rsc) for a service inspection, and the reported event was not reproduced during service inspection. In addition, the following reportable malfunction was identified during the device evaluation: the video connector contact was damaged. Based on the results of the investigation, and since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the damaged video connector contact is caused by a component failure of the video connector contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.